Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seoma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety pain edema and seroma late.

Event description:
Patient's representative reported "that has 2 patients who performed placement of allergan implants, lawyer mentions that both patients have implants that are part of the recall." Patient's representative later reported "swelling and pain, presence of fluid." This is for the right side. The device was explanted.

Event description:
Patient's representative later reported right side "radial folds, compatible with folds, inside the implants."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient's representative reported "that has 2 patients who performed placement of allergan implants, lawyer mentions that both patients have implants that are part of the recall." Patient's representative later reported "swelling and pain, presence of fluid." Patient's representative later reported right side "radial folds, compatible with folds, inside the implants." This is for the right side. The device was explanted.